Event description:
Related manufacturer reference number: 2017865-2023-16804 it was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with high pacing impedance and high capture thresholds. Programming changes were made to restore normal parameters, but ultimately the ICD and rv lead were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.